Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review of the pacemaker, alerts for atrial tachycardia and atrial fibrillation (at/ af) have stopped triggering. No intervention was performed at this time. The patient was in stable condition.

Manufacturer narrative:
The reported event of at/af burden alerts not triggering was confirmed. Based on the information received, the cause of the event was due to the timer for the at/af detection was turned off.